Manufacturer narrative:
(B)(4). Date sent: 6/18/2024. D4: batch # unk: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "could you please clarify if was a broken clip or jaw? Did any piece detach/fall into the patient? If yes, was the piece retrieved? If yes, was the piece retrieved? If yes, is the piece returning or was it discarded? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?" The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, on the 4th firing, the clip tip broke and was not closing. It was unusable. Procedure prolonged 3 minutes. Procedure completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # x7052r. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. Upon cycling, the instrument was noted to be empty and locked out. The instrument was disassembled, upon disassembly the advancer was found bent. However, it is known from the history of the device that jaw disengaged and bent advancer condition may lead to malformed clips. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.